Event description:
Per the clinic, the patient experienced intermittencies, no sound and loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.